Event description:
Hillrom received a report from the account stating the scale adapter broke while lifting a patient into a chair. There was reported patient fall. The lift was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hillrom reviewed pictures from the account of the broken scale adapter on the lift. These pictures reveal the scale adapter has been exposed to a turning force that caused the breakage. If the lift is used as intended, the scale adapter will only be exposed to a pulling force and not a twisting force. Hillrom investigations show that a twisting force can only occur on the scale adapter if the slingbar is tilted over the lift arm. This could be done by caregivers to gain lifting height and would be considered misuse of the lift. If the slingbar hangs correctly from the lift, it turns 360 degrees around and the turning force cannot occur. The viking xl instructions for use (7en137108, revision 2) states: before lifting, always make sure that: ¿ the lifting accessories are not damaged; ¿ the lifting accessory is correctly attached to the lift; ¿ the lifting accessory hangs vertically and can move freely; ¿ the lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs; ¿ the lifting accessory is correctly and safely applied to the patient in order to prevent injuries. The customer reported the use of the likorall viking lift, a metal failure in the lift arm occurred and the patient was dropped back down in her wheelchair. The patient was assessed in the ER and was found to have a lower body contusion. The likorall is intended to be used as a means to perform common lifts and transfer patients but is not in contact with the patient. The device IFU states before each use and each lift ensure that; the lifting accessory is properly attached to the lift, the lifting accessory is selected appropriately, in terms of type, size, material and design with regard to the patient¿s needs, the lift strap is not twisted or worn and can move in and out of the lift freely, the lifting accessories are not damaged, the lifting accessory is correctly and safely applied to the patient in order to prevent injuries, the lifting accessory hang vertically and can move freely, the latches are intact; missing or damaged latches must always be replaced, the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended upwards, but before the patient is lifted from the underlying surface. Inspection of the device found that a piece of metal in the connector arm snapped, and noticeable wear in the surface of the sling bar. It is noted, the facility is not repairing the lift at this time. A bruise/contusion is an injury to tissues with skin discoloration and without breakage of skin. Blood from the broken vessels accumulates in surrounding tissues, which may produce pain, swelling, tenderness, and discoloration of the skin. Most bruises/contusions heal without treatment, cold compresses may reduce bleeding if applied immediately after the injury, and may reduce swelling, discoloration, and pain. Although the reported event did not result in serious injury, hillrom is conservatively reporting this event due to the fall. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the account performs preventative maintenance on their lifts. The account does not want to a repair at this time, but will call and book a repair when they are ready. Based on this information, no further investigation is necessary.

Manufacturer narrative:
Hillrom reviewed pictures from the account of the broken scale adapter on the lift. These pictures reveal the scale adapter has been exposed to a turning force that caused the breakage. If the lift is used as intended, the scale adapter will only be exposed to a pulling force and not a twisting force. Hillrom investigations show that a twisting force can only occur on the scale adapter if the slingbar is tilted over the lift arm. This could be done by caregivers to gain lifting height and would be considered misuse of the lift. If the slingbar hangs correctly from the lift, it turns 360 degrees around and the turning force cannot occur. The viking xl instructions for use (7en137108, revision 2) states: before lifting, always make sure that: the lifting accessories are not damaged. The lifting accessory is correctly attached to the lift. The lifting accessory hangs vertically and can move freely. The lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs. The lifting accessory is correctly and safely applied to the patient in order to prevent injuries. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the account performs preventative maintenance on their lifts. The account does not want to a repair at this time, but will call and book a repair when they are ready. Based on this information, no further investigation is necessary.

Event description:
Hillrom received a report from the account stating the scale adapter broke while lifting a patient into a chair. There was no patient or user injury reported. The lift was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).